Event description:
It was reported that at the follow up visit, at one year of the surgery, the x-ray showed that the duracon ps locking screw mobilized and it was situated in the patient's hamstring.